Event description:
The customer contact reported a delay in critical therapy following a leak. The unspecified tubing set was being used to deliver an unspecified volume of tpn, at an unspecified rate, via a pump. After an unspecified length of time, it was reported that during routine monitoring of the pt's blood glucose, the pt's blood glucose (bg) value was 43mg/dl. It was reported that the pt was treated with an unspecified volume of 10% dextrose in water (d10w). The customer contact indicated that after an unspecified length of time, the pt's bg value was 40mg/dl. At this time, the pt was treated again with an unspecified volume of d10w. After an unspecified length of time, it was reported that the pt's bg value was 21mg/dl. At this time, it was reported the pt was treated with a "bigger bolus of d10w and fluids increased." It was reported that at this time, the nurse noted that solution was leaking from an unspecified location on the tubing set, into the pt's bed. The tubing set was replaced and the therapy was resumed. It was reported that after an unspecified length of time, the pt's bg value was 104mg/dl. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.